Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of the investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Blood backed up and leaked on the 2nd or 3rd (of the first 4 markers) about one hour post insertion. No fluid was infusing yet as x-ray confirmation was pending. No adverse outcome.

Manufacturer narrative:
After examination of the shortened catheter (at 15 cm. Marking), a leakage could be detected at the 20-cm marking. A microscopic analysis shows a v-shaped cut with "scratches" at both ends of the cut (see photo). As the tip of the v shows in distal direction, a withdrawal of the catheter back through the needle could not be the reason for this damage. A manufacturing defect can be ruled out, as each catheter is leak and flow tested before packaging. This is the first complaint for batch 050514ga and the first for code 1261.20g concerning a leakage apart from the wing. Corrective/preventative action: no corrective action is warranted at this time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Blood backed up and leaked on the 2nd or 3rd (of the first 4 markers) about one hour post insertion. No fluid was infusing yet as x-ray confirmation was pending. No adverse outcome.